Manufacturer narrative:
Film evaluation summary the reported endoleak seen during the thoracotomy was confirmed; however, the exact endoleak type and cause could not be determined from the short video returned. The cause of the reported aneurysm expansion and earlier reported sine also could not be determined. The anatomy at implant is unknown, and CT¿s/angiograms during the implant duration were also not provided; therefore, a complete assessment of the stent graft in-vivo configuration and endoleak evaluation prior to the thoracotomy could not be performed. From the returned video this appears most likely to have been a type iiib fabric leak possibly coming from several suture holes or small fabric tears, potentially along the fabric seam of the stent graft. The cause could not be determined, but may have been due to suture breaks or via abrasion from an unknown source. While is it possible that the observed blood leakage seen coming from these holes may have contributed to the reported taa expansion, this blood leakage finding could not conclude that there were any resulting clinical events (e.g. Endoleak) in-vivo. This leakage may have been due to the removal of tissue/thrombus previously attached to the outside of the stent graft prior the thoracotomy that may have covered some (or all) of the small suture and fabric tears. Manipulation of the stent graft during the procedure also may have disturbed the in-vivo ¿seal¿ surrounding the stent graft, and this blood seepage may have potentially been exacerbated by thinning blood from patient medication or another coagulopathy issue. It is also possible that the source of a potential endoleak and taa expansion may have been coming from another endoleak location and endoleak type not observed during the laparotomy or seen in the short returned video. The explanted device has not been returned for analysis. Following expected return, a comprehensive analysis of the explanted device will be documented in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic dissection on an unknown date. It was reported that due to a sine, a valiant was implanted distally and since then the patient was monitored. Intervention via thoracotomy was performed approximately five years later due to a suspected type ii endoleak which was noted on CT and an increase in aneurysm diameter. During the procedure, a spouting was confirmed from the stent graft and it was judged to be a type iiib endoleak, this being responsible for the aneurysm enlargement. The procedure was completed with a thoracoabdominal aortic replacement. The cause of the type iiib endoleak is unknown. No additional clinical sequelae were reported and the patient will be monitored.